Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph did not observe any visual defects on the unit. Due to the nature of the returned sample no other tests were performed. The reported condition was not verified through photo inspection. Should additional relevant should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unknown access sets would not flow. It was further reported that the nurse "could not draw back blood". There was no report of patient injury or medical intervention associated with this event. No additional information is available.